Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements, measuring 150 ohms. The device system was reprogrammed to the bipolar configuration, in which the pacing impedance measurements were 360 ohms. It was noted that the physician will continue to monitor the patient. No adverse patient effects were reported. This rv lead remains in service.